Event description:
The customer observed a false positive architect total -hcg result generated on the architect i2000sr processing module for a 27-year-old female patient. The patient was admitted to the hospital with abdominal pain and the ultrasound did not discover cysts. (Customer provided reference range = < 5 iu/l abbott result = 70 iu/l the urine sample tested using colloidal gold result positive and the autobio and roche results were negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section e1 phone number : (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or deviations with lot number 45625ud03 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Review shows that the median patient result for lot 45625ud03 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 45625ud03. Based on the investigation, no systemic issue or deficiency with the architect total b-hcg assay for lot 45625ud03 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total ¿-hcg result generated on the architect i2000sr processing module for a 27-year-old female patient. The patient was admitted to the hospital with abdominal pain and the ultrasound did not discover cysts. (Customer provided reference range = < 5 iu/l abbott result = 70 iu/l the urine sample tested using colloidal gold result positive and the autobio and roche results were negative no impact to patient management was reported.